Event description:
It was reported that during a da vinci-assisted total benign hysterectomy surgical procedure, the system generated an error 16. The site power-cycled the system; however, the issue returned. Then, the site power-cycled the system, disabled the patient side manipulator (psm) 2, and used the psm 4 to continue the case. The procedure was completed as planned with no reported patient harm, injury, or adverse outcome.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was not confirmed based on the field evaluation. The fse replaced the remote arm controller (rac) board, the embedded serializer setup joint (essj), and the patient side manipulator (psm) 2, to address the reported issue. The system was tested and verified as ready for use. Isi received the parts involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation could not replicate the issue; but, was able to confirm it via the system logs. The psm was installed into the test system and powered on without issue. The psm passed all testing. The rac board was installed onto the printed circuit assembly (pca) test system, and ran 10 power cycles, then left idle for one hour without any issues. The essj was installed into the test system and ran 20 power cycles without any issues. The root cause of the returned parts could not be found.